Event description:
A malfunction alarm with code malf 12 was reported, and customer support provided information on resetting the pump. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.